Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: indications, surgical strategies, and mid- to long-term outcomes of open conversion following endovascular aneurysm repair (evar) source: japanese journal of vascular surgery 2025;34 supplement. Ro4-4. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed: title: indications, surgical strategies, and mid- to long-term outcomes of open conversion following endovascular aneurysm repair (evar) source: japanese journal of vascular surgery 2025;34 supplement. Ro4-4. This is an analysis of the indications, operative strategies, and mid- to long-term outcomes of open surgical conversion following endovascular aneurysm repair (evar) at one institution. A total of 36 patients who underwent late open conversion (loc) after evar between (B)(6) 2024 were retrospectively reviewed, including two patients initially treated at other institutions. The stent-grafts (sg) used in the index evar procedures consisted of 9 endurant, 21 gore® excluder®aaa endoprosthesis, 3 zenith, and 3 afx devices. The mean aortic diameter prior to evar was 57.5 mm. The mean interval between evar and subsequent loc was 67.6 months, and the mean aneurysm diameter immediately before loc was 62.9 mm. The indications for loc included aneurysm enlargement due to endoleak in 30 cases and graft infection in 6 cases, of which 4 involved aortoenteric (aortoduodenal) fistula. No cases of aneurysm enlargement attributable to device migration were observed. Open surgery was performed via a transperitoneal approach in 35 patients and via a retroperitoneal approach in 1 patient. Aortic graft replacement was conducted in 31 patients, while aneurysmorrhaphy was performed in 5 patients. All patients with infection underwent omental flap coverage, and those with aortoenteric fistula additionally underwent resection of the fistulous tract and gastrointestinal reconstruction. Among the 5 patients treated with aneurysmorrhaphy, 2 experienced late aneurysm re-enlargement during follow-up. The mean postoperative follow-up duration was 831 days. There were no in-hospital deaths. Late mortality occurred in three patients¿one after aneurysmorrhaphy and two after graft replacement¿none of which were aorta-related. Analysis findings indicate that the indications and surgical strategies for open conversion following evar were appropriate, and the mid- to long-term outcomes were satisfactory.